Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, between 6:00-9:00 am, the patient had lost consciousness and emergency medical services (ems) was called. It was not confirmed who called ems. The patient¿s cgm displayed 69 mg/dl, but her bg per ems was 36 mg/dl. She was treated with IV glucose, recovered at home and was not transported to the hospital. At the time of the report, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.